Event description:
Immediate post-op open heart pt. Outward indications were that suction system was working properly. Pt developed signs and symptoms of tension pneumothorax. Nurse and physician bypassed auto-transfusion device to communicate directly to collection device, yielding an immediate 400 cc chest tube output. X-ray confired pneumothorax.